Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperlgycemia acetone event. Blood glucose level was displayed 500 mg/dl at the time of the event. Patient got treated with intravenous (IV) drip. The duration of hospitalization was overnight. Patient was found positive for ketones level. Ketones level was 3 mg/dl at the time of the event. No further information available.